Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to breakage of the image sensor unit and/or its cable. The event can be detected/prevented by following the instructions for use (IFU) which state: 1) "do not connect/disconnect scope connector to/from light source with video system on. Image sensor may be damaged." 2) "do not bend, hit, pull, or twist the distal end, insertion section, and bending section. Endoscope may be damaged, and water leakage and/or breakage of internal parts like cable can result." User can detect the suggested event properly by handling device in accordance with the following IFU statement. Operation manual: inspection of the endoscopic system: inspection of the endoscopic image: operate the up/down angulation control lever slowly in each direction until it stops. User may be able to reduce/prevent occurrence of the suggested event by handling device in accordance with the following IFU item. Important information : please read before use: precautions for disappeared or frozen endoscopic image. Olympus will continue to monitor field performance for this device.

Event description:
The user facility reported to olympus that during an unspecified procedure, it was found that the image was not clear when using the evis lucera elite bronchovideoscope (subject device). The intended procedure was completed using another device. There was no patient injury or health damage. The subject device was returned to an olympus service center for evaluation. During inspection and testing, it was found the screen blacked out during angulation, due to a defective charge-coupled device (ccd) unit. This report is being submitted for the reportable malfunction identified during evaluation of the device (screen blacked out). Additional information has been requested regarding the reported event, including procedure information.

Manufacturer narrative:
During inspection and testing of the returned device, the customer's report regarding the image not being clear was not confirmed or duplicated. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer regarding the reported event.

Event description:
Additional information was received from the customer regarding the reported event (image was not clear): the intended procedure was a diagnostic bronchoscopy. There was no delay due to the reported event. They changed to another device to finish the procedure.